Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, (h4) device manufacturer date was added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, cracked/damaged distal end is likely the result of physical stress being applied to the distal end during user handling. However, specific root cause could not be definitively determined. The issue can be detected/prevented by following the instructions provided in: tjf-q180v instruction manual, chapter 3 - preparation and inspection, section 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated and the evaluation found image noise occurred and the image could not be seen due to damage on the electrical connector. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: objective lens and light guide (lg) lens had a chip; adhesive around lg lens had a crack; adhesive around objective lens had discoloration and universal cord had coating peeling. Scratches were found on the grip, switch box, scope connector cover unit and on the suction-connector. As per repair, parts must be replaced due to annual inspection. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the duodenovideoscope had image problems. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation found the distal end was damaged, had a crack. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.